Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving fentanyl (10.0mg/ml 6.344mg/day), clonidine (2 00.0mcg/ml at 126.88mcg/day), bupivacaine (20.0mg/ml at 12.688mg/day), and morphine (15.0mg/ml at 9.516mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was filled on monday (relative to (B)(6) 2017) and the personal therapy manager (ptm) was working until the patient started seeing code 8476, indicative of a motor stall, on (B)(6) 2017 at 4am. No alarm was heard coming from the pump. Per the patient, the only beeping she heard was from the ptm when the bolus was denied. It was confirmed that the patient had not recently undergone magnetic resonance imaging (MRI) and had not been around any strong magnets. It was noted that the patient was using a bone growth stimulator for a fractured wrist, but hadn't used it in a long time. The patient reportedly felt really bad. The patient was antsy, her back felt like pins and needles, and her legs were burning. It was further noted that the patient's healthcare provider (hcp) was trying to get her off morphine because she had been on morphine for 25 years. The patient had contacted the hcp's office on the morning of report and they recommended she contact the manufacturer for more information. It was recommended that the patient call the clinic back. No further complications were reported or anticipated.

Manufacturer narrative:
Fdc updated to 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative, indicating the patient was receiving morphine (22.5 mg/ml at 1.08 mg/day). It was reported the pump was stalling unexpectedly. These were unexplained motor stalls. The event date was reported to be 2018-(B)(6), although it was previously reported the pump had been replaced as of 2017-(B)(6). When prompted for contributing factors, troubleshooting, and actions taken, the response provided was, "n/a." It was reported the product status was implanted - remains in service, but it was also reported surgical intervention occurred and the pump was explanted. The patient status was alive - no injury. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the patient not hearing the pump alarm was a pump malfunction. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-28. It was reported that the cause of the motor stall was determined to be poor manufacturing quality. The pump was replaced with a different manufacturer's pump, and it was noted that the issue was not resolved as the patient had suffered due to the manufacturer failing to take ownership of quality problems. It was noted that the patient's weight at the time of the event was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.